Event description:
On (B)(6) 2005, I underwent surgery for stress urinary incontinence (sui). The surgeon used tvt transvaginal tape advantage sling system manufactured by boston scientific. Lot#/batch# - oml5033101. (B)(4). Two to three years later I experienced extreme pain during intercourse and chronic vaginal yeast and bacterial infections. When applying medicinal cream to my vagina, I felt a hard, rough surface on the wall of my vagina, but didn't know what it was. In (B)(6) 2011, after learning about the vaginal erosion complications of tvt mesh, I asked my doctor to see if that was what I was feeling, and he confirmed that it was. He referred me to a urological surgeon who, on (B)(6) 2011, removed the mesh that had eroded my vaginal wall.